Manufacturer narrative:
An investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the synchroseal instrument's rubber tip was broken. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The syncroseal was analyzed, and the jaw cover was found to have tearing. Tears measure from 0.024" to 0.160" in length. There are no signs of thermal damage present at the end of any tears. No material was found missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.